Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that a pump stop and driveline fault was noted upon interrogation. The patient did not recall the alarm. Log file analysis captured an isolated driveline fault on (B)(6) 2021 at 20:21. The file did not capture any pump stops but captured a low battery hazard/no external power event on (B)(6) 2021 while the patient was switching a new set of batteries. A controller fault alarm was noted upon interrogation on (B)(6) 2021 after leaving the hospital. Log file analysis captured 3 driveline faults on (B)(6) 2021 and (B)(6)2021. It also showed a separate yellow wrench alarm on (B)(6) 2021, which was due an lcd fault which self-corrected. It was noted that the driveline fault alarms were authentic and that there may be potential damage to the red wire. Submitted x-rays showed some areas of shield disruption but it was not determined if they were the source of the issue. The center requested a driveline repair to resolve the driveline faults.

Manufacturer narrative:
Section d9: a segment of the driveline returned only. Manufacturer's investigation conclusion: incidental findings: superficial driveline damage. Although the report of driveline fault alarms was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files on 17jun2021 at 20:21:13, 03jul2021 at 18:07:25 and 18:46:07, and 08jul2021 at 08:15:37 which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. No pump stops were captured throughout the log file. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed white rescue tape on the outer silicone jacket throughout the entirety of the driveline. Upon removal of the rescue tape, the driveline revealed multiple tears in the white silicone jacket throughout the entirety of the driveline. Examination of the driveline found extensive shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 27feb2015. The most recent revision of the heartmate ii instructions for use (IFU). Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and driveline faults. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that driveline faults resolved after driveline repair. It was noted that the patient would remain on an ungrounded cable for safety purposes. The patient was not symptomatic.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the patient had a driveline repair on (B)(6) 2021. It was noted that the entire driveline was wrapped in rescue tape. Upon interrogation there were no active driveline faults and the driveline was opened approximately 4 inches from the exit site. The red wire was spliced first, as it was suspect of having damage that caused the alarms. The black and yellow wires followed. During the repair the patient's system controller entered backup mode. This controller was swapped out with the patient's backup controller. The repair continued by splicing the green, brown, and orange wires. The repair was closed up and the patient was provided with care instructions. The area between the exit site and repair site was wrapped in rescue tape due to slits in the white coating. After the repair the alarms resolved, but the preliminary testing of the returned portion of the driveline did not reveal any faults so the patient remained on an ungrounded patient cable for the patient's safety. The patient was asymptomatic throughout the event. Related MFR # for the exchanged system controller: 2916596-2021-04125.